Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed undersensing of the right ventricular (rv) lead prior to a ventricular tachycardia (vt) episode termination but after an external shock was delivered. In addition, the transmission indicated a high atrial lead threshold measurement. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.